Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed. No specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports post chemo treatment, while rinsing the tubing, leakage occurred at the back check valve. Multiple follow-up attempts were made to the facility to obtain additional information. On 02/23/2016, additional information was received from the reporter indicating that the leakage was found while flushing the line post chemo treatment. A small amount of fluid (approximately 50 - 75 cc) dripped onto the floor. It is possible chemo or residual chemo may have still been in the line, but it's difficult to establish for sure. There was no patient harm.